Event description:
It was reported that the pump had difficulties administering insulin and did not display the correct number of units remaining in the cartridge. There was no adverse impact to the customer¿s blood glucose level. The customer did not return pump for further investigation.